Event description:
It was reported that there were alarms received on the insulin pump indicating that the force sensor system had been compromised. Customer's blood glucose was reportedly within normal range.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.